Manufacturer narrative:
The device is not available for evaluation. No serial number was provided, so the device history record cannot be reviewed. If additional information is received regarding these events, a follow up report will be filed.

Event description:
It was reported that the aseptic battery housing opened during two procedures, exposing the non-sterile battery. There are no allegations of adverse consequences associated with these events.